Manufacturer narrative:
Corrected data: b5: it was determined information unrelated to the event was included in a previously submitted b5, this has been updated and the most recently transmitted b5 contains only applicable information for the entire event. Corrected data: h6: after review, it was determined fdd (B)(4), fdm 4114, and fdc 67 do not apply, and fdd (B)(4), fdc 22 and fdm 4117 should apply. Corrected data: b1: after review, it was determined that there was no evidence of a product problem, and b1 has been corrected to adverse event only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient just had a pocket repositioning procedure. The rep stated that the patient had burning at the pocket site and had an allergy to titanium, so the physician cleaned out the pocket and wanted to make sure the pocket wasn¿t infected. Additional information was received from the manufacturer representative (rep). The rep reported that the patient had the ins repositioned to the flank area and hadn¿t reported any issue with burning since. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient had the battery repositioned to the flank area and hadn¿t reported any issue with burning since. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient just had pocket reposition. Rep stated that patient had burning at pocket site and had allergy to titanium, so physician cleaned out the pocket and wanted to make sure pocket wasn¿t infected. Rep indicated they had already call technical services (tss) about this but tss did not find any prior report. Rep flagged for management reviewed due to issue with potential late notified date. No further complication and events were reported. Refer to (B)(4) for controller screen is white.